Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 01/26/2022, it was reported by a sales representative via phone that a ar-3638 fibertak backed out. This occurred on (B)(6) 2022 during a posterior labral repair when 4 fibertaks were placed successfuly then when the 5th fibertak was placed it backed out. The case continued and was completed successfully using another ar-3638 of the same lot number. The patient had good bone quality and the bone socket was prepared using a flexible drill bit. There was no patient effect reported.